Event description:
It was reported that, after a tka surgery performed on (B)(6) 2007, the patient experienced knee instability. A revision surgery was performed on (B)(6) 2024 in order to swap the gii ps hi flex isrt sz 5-6 11 for a thicker insert and fix the stability issue. It was noticed that the gii ps hi flex isrt sz 5-6 11 came out with a broken post. It was replaced with a 5-6 mm x 15mm ps poly. The knee was checked for stability and surgeon was happy with the case. It is unknown the current health status of the patient.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
B5: updated.

Event description:
It was reported that, after a tka surgery performed on 15-aug-2007, the patient experienced knee instability. A revision surgery was performed on 14-aug-2024 in order to swap the gii ps hi flex isrt sz 5-6 11 for a thicker insert and fix the stability issue. It was noticed that the gii ps hi flex isrt sz 5-6 11 came out with a broken post. It was replaced with a 5-6 mm x 15mm ps poly. The knee was checked for stability and surgeon was happy with the case. The patient is currently doing fine.